Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 27 mmol/l. It was also stated that the customer was hospitalized 3 times in 3 months. The reasons for hospitalization were insulin disappearing from the insulin pump, the set not sticking and the other one was not related to the insulin pump. Troubleshooting was not performed and the device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.